Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for non-malignant pain and complex regional pain syndrome type I reported the implantable neurostimulator (ins) wasn't helping with their symptoms, they experienced a loss of stimulation, loss of therapy, and the healthcare provider (hcp) was going to do some reprogramming. It was unknown when the issues started. It was noted the patient hadn't changed stimulation in two years. The patient stated the "stimulator was giving me some trouble. I have to go in to have surgery on it because it wasn't working that well." The patient programmer (pp) was used which showed stimulation was off and at 0.0 volts. It was noted the patient's other implant was working well for them. No outcome was reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.